Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open unknown procedure, the firing knob did not fully return to home position at the first firing. The device was used on the ileal conduit. The clamped tissue came off without opening the device while the touching the several parts of the device. The staple height was gold. Another device loading another cartridge was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r5776y. Device evaluation summary: the analysis results found that the ntlc75 instrument was received with no apparent damage and with a cartridge reload loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the and the staples meet the staple form release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.